Event description:
Patient was treated for an l4 fracture with spinal canal narrowing. Patient instrumented dorsally with cement and mirs at l3-l5 along wit kyphoplasty, hemilaminectomy and transpedicular pe at l4 on (B)(6) 2012. Construct consisted of 4 screws, 4 locking caps, 4 screws bodies and 2 rods. On (B)(6) 2012 patient developed an osteoporotic compression fracture at l2 and underwent revision surgery. Patient was cemented dorsally with an extension of mirs instrumentation to l1. Extension construct consisted of an additional 2 locking caps, 2 screws, 2 screw bodies and 2 rods. This is the ninth of 14 reports submitted on this event.

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn.

Manufacturer narrative:
Device used for treatment, not diagnosis. The manufacturing documents were reviewed and no complaint related issues were found.